Manufacturer narrative:
Date of event: estimated as (B)(6) 2021 as this is approximately 180 days after the reported procedure date.

Event description:
It was reported via the patient call center that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. Approximately 180 days post index procedure, follow up transesophageal echocardiography (tee) revealed a 6mm leak. The patient was taken off plavix at the time of the event and continued taking low dose aspirin. No further information was provided on patient status.

Manufacturer narrative:
A1- patient identifier - updated the patient last name initial per additional information received. B5- updated with information noting no intervention being considered for the leak. E1-initial reporter last name updated with last name of patient who reported this complaint.

Event description:
It was reported via the patient call center that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. Approximately 180 days post index procedure, follow up transesophageal echocardiography (tee) revealed a 6mm leak. The patient was taken off plavix at the time of the event and continued taking low dose aspirin. No further information was provided on patient status. It was further reported that no intervention was considered for the 6mm leak.